Event description:
Olympus was informed that during an unspecified type of colonoscopy procedure, the users initially experienced an intermittent image, followed by complete loss of image. The procedure was completed with a different olympus colonoscope. There was no pt harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval found the display flickered and was intermittent, and the remote switches were not functioning properly. A severe cut was noted in switch button #1, and there was fluid in the control body unit. The distal end cover was chipped. The charge-coupled device unit (ccd) was determined to have been damaged due to fluid invasion. The unit was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.